Event description:
The user facility reported via chemtrec report that an employee was handling a bottle of rapicide when the product splashed on his face and feet. The employee stated he experienced a "stinging sensation" and sought medical treatment. It is unknown the treatment that may have been administered.

Manufacturer narrative:
Steris made multiple attempts to contact the user facility to obtain additional information regarding the reported event however, the user facility has not responded. The user facility did not provide a lot number for the rapicide pa high-level disinfectant subject of the reported event; therefore, a complaint and device history record review could not be performed. A follow-up report will be submitted should additional information become available. No additional issues have been reported. UDI related data clarification, the lot/serial number is unknown; therefore, the applicable production identifiers were not included in the MDR.